Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional information regarding the event, product, or patient details was requested of the reporter by allergan; no additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: the device related to the reported event of rupture, device migration, seroma-late, capsular contracture was received on (B)(6) 2017 with lot number 1107734. Visual analysis of the returned device identified: two curved openings, fold creases, wear abrasion and weight test of the device was verified and the device has underweight. Microscopic analysis of the return device identified five curved sharp opening on radius side in the same location of crease assessed as fold flaw opening and observed stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: five crease sharp openings due to fold flaw opening. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma or seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Capsular contracture- patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and is one of the most common reasons for reoperation.

Event description:
Healthcare professional reported a left side rupture, "implant shifted," there was "trace fluid," and capsular contracture, baker grade not provided. It was additionally noted that the patient had a "history of breast cancer." Device has been explanted.